Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Prior to the hypoglycemic event, cgm glucose was above range for over 12 hours, and above 400 mg/dl for ~7 hours; this resolved when the infusion set was replaced. A usual breakfast meal was announced ~30 minutes prior to the hypoglycemic event. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was potentially caused by the user's caregiver overestimating the amount of carbohydrates in the user's meal and choosing a meal announcement size that was too large, resulting in an excess of insulin relative to their need. It is also possible that the prolonged hyperglycemia overnight, which led to increased correction insulin dosing, contributed to this event.

Event description:
On 7/29/24 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 7/26/24. On 7/30/24 a beta bionics customer care agent followed up with the user's grandmother about the event. The grandmother reported the user's bg dropped to 27 mg/dl. The grandmother, a nurse, did not take the user to the hospital as she was able to raise the bg levels with orange juice. She mentioned that the user was at daycare at the time and did not exhibit any unusual issues with the pump's tubing or infusion set. Immediate effects included blue lips and near loss of consciousness.